Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the original report was filed. The product was returned for investigation. The console was tested after arriving in field service. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Therefore, the issues detecting the purge disc were due to a broken purge pressure sensor flag.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported having purge system alarms issue. The purge disc was not detected after it was confirmed in place. The console was replaced. There was no patient harm resulting from the issue.